Event description:
It was reported during a da vinci prostatectomy procedure, the prograsp forceps instrument did not work anymore and had to be exchanged. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was frayed at the distal end of the instrument. The instrument failed a friction test on an ipt test. This was due to the frayed grip cables at the yaw pulley. Frayed strands stuck out at the wrist. Additional observation also found the instrument main tube to have scratch marks. The distal end of the main tube had various scratch marks with light material removed. The scratches are .052-.171 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed grip cable and/or main tube scratches if to recur could cause or contribute to an adverse event.